Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown reported event was to be confirmed by review of medical records. Medical records identified the following, initial left total hip arthroplasty performed (B)(6) 2011 and no complications were noted. Subsequently, the patient underwent a first revision of the head and liner for pain and mechanical impingement on (B)(6) 2012, a closed reduction on (B)(6) 2012 and a second revision of head and liner on (B)(6)2012 for recurrent dislocation and avulsion of the abductor repair. Patient presented again with left hip severe pain, subluxation and underwent a third revision on (B)(6) 2014. Bone scans negative but severe signs of instability despite pt and conservative treatment were noted. Lab test results failed to show any obvious signs of infection, there was no evidence of acute inflammation. The head and liner were replaced using a lateral approach, a new head and locking liner placed resulting in slight decrease in leg length because of the necessity for a locking cup. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends concomitant medical products: part # 00875101240/ liner/lot # 62033754, part # 00875705601/ shell/ lot# 61903786, part #00771101529/ stem/ lot #61712783. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01248.

Event description:
It was reported patient underwent a left total hip arthroplasty. Subsequently, the patient underwent a closed reduction and two revisions of the head and liner for pain and dislocation. The patient presented again with pain, subluxation, and instability. Therefore, the patient underwent a revision procedure approximately 3 years post-implantation. The head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.